Event description:
It was reported that the customer experienced a blood glucose (bg) level of 493-494 mg/dl with high ketone levels resulting in diabetic ketoacidosis; cause was suspected to be due to pump terminating insulin therapy; however, this was not confirmed. Reportedly, basal iq alerts were turned off. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room (ER) and treated with intravenous saline and insulin fluids. Customer was released from the ER on (B)(6) 2023, with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event. Customer declined further troubleshooting and performing a pump system check. Customer consulted with a healthcare provider for diabetes management; healthcare provider assisted customer with adjusting settings by enabling alerts/alarm.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.